Event description:
It was reported that during a hepatectomy the device is connected to gen11, updated with version 2018. As soon as the surgeon has the device in his hands and squeezes the energy button to clot the tissue, the device is stuck with the energy, as if the button would not stop pressing. At no time did the sound of the noise of when the power button is pressed even stopped though it was not pressing. The gen11 does not provide any errors on the screen. The device was disconnected from the computer and the problem continued. The problem was solved by connecting another new clamp, of the same code harhd20, to the generator to continue with the surgery.

Manufacturer narrative:
(B)(4) date sent: 1/10/2024 d4 batch #: unknown attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.